Event description:
Revision of shoulder prosthesis as stern and epiphysis disconnected in pt.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approx 5 yrs ago. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.